Event description:
During cardiopulmonary bypass, air was noticed migrating down the venous line. The surgeon was informed and he verified cannula placement. The air progressively got worse. The surgeon noticed a transverse split in the cannula where the cannula was sutured to the sternal retractor. He attempted to repair it with bone wax, but was unsuccessful. Termination of bypass ensued with venous cannula replacement and subsuquent re-initiation of bypass. Surgey was completed with no untoward results to pt.